Event description:
A customer reported a 20 ml leak inside the coulter lh780 hematology analyzer. The leak was contained within the instrument. There was no contact of the leak to open wounds or mucous membranes. The customer was wearing gloves and a lab coat at the time of the occurrence. No erroneous results were generated during this event.

Manufacturer narrative:
A beckman coulter field service engineer was able to troubleshoot the leak with the customer over the telephone. The customer stated that the tubing had popped off the bottom of the blood sampling valve (bsv). The customer did not specify which tube had popped off. The customer replaced the tubing and the instrument ran without any leaks. (B)(4).